Event description:
The pt experienced a shocking or jolting sensation at the implantable neurostimulator location. There was a known accident or incident related to the event; the pt was standing in a hallway. The pt's device was reprogrammed and the pt was doing okay.